Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt device settings were different than what was found that the pt device settings were different than what was intended during an office visit on (B)(6) 2007. The settings occurred due to a faulted systems diagnostic test on (B)(6) 2007. No final interrogation was performed after the correction; thus, the settings were incorrect. The generator settings were corrected on (B)(6) 2007. There were no reports of any pt adverse events as a result.

Manufacturer narrative:
Analysis of programming history.